Event description:
Additional reported information indicates that the device was a 4.5x100 mm supera self expanding stent, not 5.5x150 mm as originally reported. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The difficulty removing was not tested as it was based on case circumstances. The tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The supera instruction for use (IFU) instructs: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. The investigation determined that the reported difficulties were likely user related. The difficulty removing and tip detachment were due to not retracting the thumbslide and locking the system lock prior to removal resulting in the tip catching in the stent and separating. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - catalog# and unique indentifier (UDI)#.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic totally occluded, heavily calcified lesion in the mildly tortuous superficial femoral artery. The aortic bifurcation was normal. The vessel diameter was 5mm and atherectomy was not used. The vessel was prepared with 2 minutes of pre-dilatation with a 6 mm balloon. A 6fr sheath was used and the 5.5x150 mm supera stent was deployed nominally. The supera catheter became stuck during removal, but when pulled on, it came loose and was removed. Under x-ray, it was noted that the catheter tip had detached in the vessel. A snare was used to retrieve the tip. Reportedly, it is possible that the thumb slide was not fully retracted to the start position and both the system and deployment levers were not locked prior to removal. There was no adverse patient sequela. No additional information was provided.